Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all tower doors failed, after recovering it popped out a fatal error. A field service engineer replaced a damaged network cable to resolve the issue. Customer tested it with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, once the tower door was being recovered, a fatal error was popping out on the underlying data source. This could be caused by a network connection problem or a hardware issue. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, there were no delay to patient care and no adverse events or injuries reported based on this event.